Event description:
Information received indicates a weld is broken on the siderail.

Manufacturer narrative:
The technician replaced the siderail to repair the bed. Analysis of the returned part confirmed the siderail weld break.